Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This issue was identified during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between november 14, 2021 to november 17, 2021. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the fill port top end of the tubing was detached from the inside of the bag and sticking outside in the back of the bag. This fill port tubing weld defect was the cause of the customer reported leak. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.